Manufacturer narrative:
Additional information d4, h2.

Manufacturer narrative:
One tacticath¿ quartz contact force ablation catheter, 65mm was received for investigation. Multiple short circuits were noted during the investigation. Further investigation revealed a tear in the shaft material at the transition between the catheter shaft and electrode ring 2 and electrode ring 4, consistent with the observed short circuits. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This event is being reported based on the analysis of the returned device.